Manufacturer narrative:
The fenestrated bipolar forceps instrument was received, and failure analysis found the instrument to have a completely broken grip tip. A piece approximately 0.5680" x 0.1935" was found to be broken off. The broken piece was returned. Components adjacent to this broken grip showed damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. This issue can be resolved by using an alternate instrument to complete the procedure. At this time, the complaint investigation has been completed, and the record will be closed. If additional information is obtained, then the record will be re-opened for further evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the fenestrated bipolar forceps instrument broke off. The tip was retrieved during the same procedure. The procedure was completed.